Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricle (rv) lead. The patient is pacemaker dependent. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.